Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer and inner insulation of the lead developed breaches at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to an associated product. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.